Manufacturer narrative:
Patient age estimated to be approximately (B)(6). Vendor analysis of the returned positioning sensor unit (psu) found the unit has various errors due to a shorted out component on the main board.

Manufacturer narrative:
Return requested. Replacement positioning sensor unit (psu) shipped to site 08/18/2016. Medtronic investigation of returned suspect psu finds that the psu powered-up without issue and passed an aak test at .09 mm with a passing threshold of .35 mm. However, a check of the event log revealed a history of intermittent voltage out of range issues for battery, sensor, external, and illuminator voltage. This psu had been previously returned for a low laser battery. Illuminator current out of range. Electrical failure hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 08/24/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system camera lost power. The medtronic representative switched over to axiem for the procedure. In trouble-shooting, the medtronic representative noted that the polaris spectra system control unit (scu) lights would blink and then go solid and appears to be power cycling. This occurred during surgery and caused approximately a 7 minute delay while switching to emitter. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.